Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced charging issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced charging issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.